Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed device manufacture date: unknown. The manufacturing location for this product is greater asia. This site is not registered with the FDA. Therefore, (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ IV set an120 w/o bp was found with foreign matter as ¿foreign material was on the IV set line¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is unknown. Foreign matter (blue color) was found inside the tube. The foreign matter was retrieved, and enlarged under scope, and initial investigations points the foreign matter to be rubber, which would be from the IV bag rubber port. Sbdm conducted infrared spectrometry (ir) analysis of the fm. Results points the foreign matter to be latex / rubber material, which is the same material as the IV bag rubber port. Device history record review: as no lot number was available, sbdm checked all batch records for sku 59012933 such as manufacturing records, process inspection report, and product test report. No abnormality was found. Root cause: there are 2 possible causes: 1st - blunt spike of the IV set, while piercing through the IV bag, causes rubber port to be separated into small fragments and inflow into IV set. Sbdm did a microscope examination between the spike of complaint sample and that of usual product set. The scope shows the spike of the IV set was not damaged, so this is unlikely the root cause. 2nd - in cold weather such as winter, rubber tends to harden and become more brittle. In this instance, the most likely cause is due to the rubber port becoming more brittle, when the spike is inserted into the IV bag, rubber port was separated into small fragments and this inflow into the IV set. As per korean standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 ¿(200 mesh), there is little possibility that foreign matter can flow into human body. Corrective actions: sbdm had quality training on this customer complaint for IV set assembly line workers. Sbdm implement tightened product & process management and strengthening quality inspection for IV set manufacturing process. Conclusion: based on the investigation results, the most likely cause is due to the rubber port becoming more brittle, when the spike is inserted into the IV bag, rubber port was separated into small fragments and this inflow into the IV set. There was also no damage on the spike component.